Event description:
It was reported that the patient had a revision in june due to an infection in the pump pocket. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, patient symptoms, resolution, medication, and patient¿s outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).